Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2022 with blood glucose was 885 mg/dl. Customer also experienced loss of consciousness. Customer was used insulin pump system within 48 hours of reported event. Customer was treated in hospital. Troubleshooting was performed for high blood glucose readings and customer not using auto mode feature. Customer also reported that the insulin pump had not delivering insulin. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.